Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bivona tts cannula's collar fractured while in use for the second time three weeks after being placed. As a result, the cannula came out of the trachea stoma while the patient was on a ventilator. Nurses were able to get a new cannula in place, and no patient/clinical harm/adverse effects were reported. This was the second broken cannula reported, and this complaint was created to capture the 2nd of 2 related incidents.

Manufacturer narrative:
One device was received for investigation. During the visual inspection, it was identified that the tube had a broken flange/neckstrap (eyelet). The reported complaint is confirmed. This issue will continue to be monitored and further actions taken accordingly. A review of the device history records could not be completed as no lot number was provided by the customer.